Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump passed rewind, basic occlusion and displacement tests. The insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.